Event description:
Customer reported device = hi and two minutes later, device = 535 mg/dl. Customer went to emergency room (ER). Hospital device = 120 mg/dl. No treatment received. No controls used. A request was made for return product and replacement product was sent.